Manufacturer narrative:
The event occurred outside the surgical arena and no pt was present. Device manufacture date not available at the time of this report. The device was returned for eval and the alleged malfunction was confirmed. The instrument was occluded with bony material. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic rep reported the site's tap is clogged. This event did not occur during surgery and no pt was present.